Event description:
It was reported that the patient's artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). Additional information was received indicating that this was the original implant surgery and does not meet reporting criteria. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: further information was received indicating that this surgery was the original implant surgery,implant date, explant date n/a as this was the initial implant date.